Event description:
A nurse reported that cutter not cutting and aspiration was normal but intermittently, could not be use on the case during calibration. The vitrectomy surgery was completed after replacing the cutter with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. Picture show a label with reported lot number. Reported issue cannot be confirmed from picture. The video attached was reviewed by the manufacturing site. Videos show a console with tubing attached. Reported issue cannot be confirmed from video. The returned sample was found to be functionally conforming, therefore cutter not cutting and aspiration was normal but intermittently as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).